Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable pump for malignant pain. It was reported that the patient was a hospice patient and was admitted to the hospital on (B)(6) 2016 for nausea, vomiting, and extreme edema. On (B)(6) 2016, the patient developed acute increased pain and a manufacturer representative was out to the hospital and saw the patient. The family and patient stated the representative said the pump was off and when they tried to use the personal therapy manager (ptm), it would not recognize the pump. The patient was discharged from the hospital on (B)(6) 2016. The patient was lethargic and continued to have increased pain. The symptoms were reported as sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.